Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 540 mg/dl. Caller stated that the customer was found in a coma state due to the high blood glucose. Caller also stated that the customer insulin pump was not working properly and the customer was using it just to bolus prior to hospitalization. Nothing further was reported.